Event description:
It was reported that the camera head had blurred image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide an update on the results of the legal manufacturer's final investigation. In addition, the following reportable malfunctions were identified during the device evaluation: no image is produced. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: that there is a watertight defect in the main unit's imaging, and that moisture has penetrated into the inside of the main unit, resulting in the inability to project images normally, blurred images, and no images. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had blurred image. There were no reports of patient harm.

Event description:
It was reported that the camera head had blurred image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: there is a watertight defect in the main body imaging. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there is a watertight defect in the main unit's image capture, and that moisture has penetrated inside the main unit, resulting in the inability to project images normally and blurred images. A definitive root cause could not be identified for the watertight defect in the main body imaging, however, the most probable cause of the identified failures is cause traced to component failure. Olympus will continue to monitor field performance for this device.